Event description:
It was reported that customer set up call and noted they needed advice or guidance due to escalated concerns of unknown intermittent catheters causing bleeding and trauma to patients when being utilized to straight catheter patients per their policy. That recently was related to a patient who experienced a catheter associated urinary tract infection while in their care. Per customer response via email on 13nov2025 stated that they conferred with their team. At that time, they did not believe the product was caused the trauma, except that silicone straight catheters could be more abrasive. Internally, they had updated their practices to help reduce trauma for patients who required frequent straight catheterization in house.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer set up call and noted they needed advice or guidance due to escalated concerns of unknown intermittent catheters causing bleeding and trauma to patients when being utilized to straight catheter patients per their policy. That recently was related to a patient who experienced a catheter associated urinary tract infection while in their care.